Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The u20 portion of the technique processor pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.